Manufacturer narrative:
(B)(4). Concomitant products: guide cath: tornus; atherectomy: laser. The device remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. It should be noted the reported hemorrhage is listed in instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the graftmaster was used to treat an ostial/proximal dissection of the right coronary artery which extended 2 cm into the aorta which occurred while using an unspecified aggressive guide support. A vision rx stent was deployed but did not contain the dissection. A 4.0 x 16 mm graftmaster was advanced and deployed without complete resolution of the dissection, ultimately leading to excellent angiographic results with full recanalization of the vessel and no residual stenosis. Additionally it was noted that there was no evidence of residual dissection in the aorta. No additional information was provided.

Event description:
Correction to the initial MDR report: the 4.0 x 16 mm graftmaster stent was advanced and deployed with full containment of the dissection.